Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip entanglement/difficult removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with an mr grade of 4. The first clip was implanted successfully centrally in the a2-p2. Visualization was difficult due to poor image quality. A second clip (B)(4) was advanced to the mitral valve leaflets, however when attempting to grasp the leaflets, the posterior leaflet became entangled with the grippers. Attempts to detangle the leaflet were unsuccessful; a final grasp was attempted and the leaflet was freed from the grippers. There was good leaflet insertion and the clip was implanted, reducing mr to 1-2. The patient is stable. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove (anatomy interaction) in this incident could not be determined. The reported poor image resolution issue was associated with the difficult visualization of the echo images. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.